Event description:
Meter name: one touch profile, strip name: one touch test strips, meter code: 7, strip code:7, strip storage: stored correctly. Symptoms: no symptoms, customer passed out. A patient reported they passed out twice (first time was 1 month ago, second time was on 1/02). The first time pt was taken by ambulance. Their meter allegedly was inaccurately high. The result on their meter was 250mg/dl the first time, 173mg/dl the second time. The result on the meergency meter was 28mg/dl (first time) the time diffeence between patient's meter and emergency medical technican meter is unknown. Treatment was unknown. Customer taken by ambulance the first time pt passed out. Unclear if any medical intervention was done the second time pt passed out. Customer took their regular dosage of 58 units of insulin (unclear before which incident pt took the insulin). No further information has been reported.